Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor was not paired with the ilet, resulting in loss of glucose readings and suspension of automated dosing until a replacement sensor was applied and paired; the event involved intermittent communication between the cgm and the ilet and pertained to the cgm antenna/electromagnetic components. The user experienced a blood glucose peak of 400mg/dl with associated symptoms of dizziness and confusion. Outcomes included no long-term health consequences or impact once dosing resumed and supplies were changed. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.